Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the physician noted a sudden decrease in battery longevity between follow-ups and requested review of the data due to suspected premature battery depletion. It was noted there were no programming changes and no mode switches. Engineering reviewed the data and confirmed the power consumption has been increasing and is higher than expected. The power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the physician noted a sudden decrease in battery longevity between follow-ups and requested review of the data due to suspected premature battery depletion. It was noted there were no programming changes and no mode switches. Engineering reviewed the data and confirmed the power consumption has been increasing and is higher than expected. The power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended. The pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the physician noted a sudden decrease in battery longevity between follow-ups and requested review of the data due to suspected premature battery depletion. It was noted there were no programming changes and no mode switches. Engineering reviewed the data and confirmed the power consumption has been increasing and is higher than expected. The power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended. The pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.